Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Patient reported, right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec and crease fold. After autoclave cycle were observed, cloudy color in the gel and voids. Based on the device analysis, the final assessment is: no openings were observed on the device.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.